Manufacturer narrative:
The reported devices are expected to be returned for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and complaint investigation.

Event description:
The distributor in (B)(4) rejected 40 abc nozzles for "insufficient heatseal" during incoming inspection. In this instance, there was no patient involvement as the packaging anomaly was discovered during inspection prior to distribution to an end-user. The report is raised on the basis of a device malfunction with potential for injury with recurrence.

Manufacturer narrative:
This incident was discovered to be a duplicate of the incident reported on complaint (B)(4), MDR 3007305485-2017-00233.